Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the pump was planned to be explanted on (B)(6) 2019 and the return status was unable to determine at this time. The patient had been experiencing external rubbing at the pump pocket site that had caused issues (issues unknown). Environmental/external patient factor that may have led or contributed to the issue included the patient was very lean and the 40cc pump caused discomfort. There was no known diagnostics or troubleshooting performed. Surgical intervention was planned to replace the 40cc pump with 20cc pump. The new pump would be placed on the opposite side of the abdomen and a new catheter would be placed to connect to the new pump on (B)(6) 2019. The issue was not resolved at the time of this report and t he patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown. Other medications the patient was taking at the time of the event were unable to obtain, not available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated no other symptoms were known and the system replacement occurred on (B)(6) 2019 as planned. It was noted the hospital would not let the rep take the device at the time of surgery and it would not returned. It was reported the patient left the operating room (or) and was under the care of the doctor. The rep had no further information at this time regarding the patient¿s outcome. No further complications were reported/anticipated or expected.